Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely calcified arteriovenous fistula. A 5.0 x 40, 75 cm mustang balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured. The device was removed, and the procedure was completed with another of same device. No patient complications were reported.

Manufacturer narrative:
E1: initial reporter address 1: (B)(6).